Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon was performing a routine umbilical hernia repair and was using the device for the second time. He tried to place the mesh a number of times however the mesh bent or buckled at the point of the ring and, as a result, it was not flattening sufficiently to correctly place and secure the mesh thus it did not perform to the surgeons satisfaction. The surgeon took it out and disposed of the mesh. The repair was completed with another device. There was no harm done to the patient.

Manufacturer narrative:
(B)(4). A visual examination of the returned sample showed that the mesh was bloody, folded at the junction of the two violet expanders and slightly folded towards the collagen film. The removal handles were correctly positioned. Based on this information, it was determined that the mesh had not been folded correctly as the visceral side was against the visceral side instead of fascial side against fascial side. A review of the device history record has been performed. This review confirmed that this lot of product was reviewed and released according to specifications. A search of the global complaints database revealed that this was the only report on file for this lot of product. The report has been added to the database which is monitored for similar occurrences.